Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the home patient (hp) check the lines and bags. The hp stated that the clamp on an unused line was open. The tsr advised the hp that she should keep that clamp closed. The tsr had the hp cycle the power on the hc to end therapy and advised the hp to start over with new supplies. The tsr advised the hp to contact her registered nurse about the possible exposure to unsterile air. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling instructs the patient to ensure all clamps are closed on unused lines. There was no reported device malfunction; therefore, no further investigation will be performed.